Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with dyspnea and felt poorly. It was also reported the patient's complete tranvenous pacing system was removed due to infection of (B)(6). The patient was administered antibiotics. No further patient complications have been reported as a result of this event.